Event description:
Customer initially reports blade broke at the rivet while in use on a pt. No pt injury. Four attempts for info, waiting promised reply and will send f/u.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.